Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose reached 501 mg/dl. Customer did not treat for their blood glucose at the time of the call. It was also found the customer was feeling tired and shakey from their high blood glucose. Troubleshooting found the customer's drive support cap was sticking out. It was also found the customer's insulin was cloudy. The customer's blood glucose was 339 mg/dl at the time of the call. Customer's insulin pump will be replaced due to damage to the drive support cap. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a scratched reservoir tube window, and a cracked reservoir tube lip.